Event description:
Pt was operated in 2000. Device failed at unknown date several months post op. Pt was full weight bearing contrary to instructions. Pt was treated by removing device and treated with a femoral nail implant without incident.